Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6) medical center. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they received damaged vasoview hemopro 2. The device was not used on patient.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/17/2026. An investigation was conducted on 02/18/2026. A visual inspection was conducted. Only the harvesting device was returned for evaluation. The device was returned outside its product packaging. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on the cold jaw. The clear silicone insulation on the hot jaw tip was observed to be peeled back, exposing the cold metal jaw tip. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. The blue toggle was manipulated to open and close the jaws with no physical or visual difficulties observed. No additonal testing was conducte due to the condition of the heater wire and peeled jaw. Based on the returned condition of the device and no specific failure reported, the analyzed failures "peeled; delaminated; jaw" and "material twisted/ bent wire" was observed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000511774 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event or the analyzed failures.